Event description:
Philips received a complaint by the customer on the v60 indicating that the blower temperature was too high. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the blower temperature was too high and an alarm occurred. A field service engineer (fse) went onsite to confirm the issue but was unsuccessful. The fse found no malfunctions with the unit. The fse was unable to confirm the reported issue and found no malfunctions. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time